Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was initially placed, but the patient subsequently developed ventricular tachycardia (vt) which progressed to pulseless vt. The patient was successfully cardioverted and treated with medication. However, vt recurred once more, and the ra lead was removed with another cardioversion performed. The cardioversion was successful, and vt did not recur. The lead was not used, and the ra placement was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.